Event description:
The customer reported that an alarm sound came from the workstation after plugging it in to the ac power cord.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the power control pcb and verified the ac voltages at transformer taps within specification. The system is operating as intended.